Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime load step malfunction issue. The pump reportedly did not recognize the cartridge during the load cartridge step this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated several "no cartridge detected" warnings. During evaluation, during the load step, the pump failed to detect the cartridge and emitted a "no cartridge detected" warning. The force sensor was found to be within calibration. The pump was opened for investigation and revealed a component on the printed circuit board was found to be misaligned. There was no other damage found to the sensor circuit. Correction # 2531779-03/24/2010-003-r. (B)(6).